Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3/4, seroma-late, rupture.

Event description:
Patient reported for left side "ultrasound and mammography reports showing deformities in the prosthesis" and "capsular contracture grade 3 to 4". The device remains implanted. Patient reported "pain and induration", "peri implant fluid", "intracapsular rupture", "calcification".

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5., d.6b., h.6.

Event description:
The device has been explanted.